Manufacturer narrative:
The glucose reagent lot number 661054 has an expiration date of 31-dec-2023. The calibration performed on (B)(6) 2022 was within specifications. The qc chart provided did not contain the actual result values. The customer's qc appears to be acceptable based on the appearance of the chart. The patient sample was centrifuged for 3 minutes at 8000 rpm. The centrifugation time may be much shorter than recommended, and the centrifugation speed may be much faster than recommended. The alarm trace contained an "abnormal aspiration (sample probe)" error. This is an indicator of possible poor sample quality. The field service engineer (fse) replaced the sample probe and performed adjustments. He also replaced the sample level detection board for the sample arm. He verified the module's performance by precision checks with successful results. The customer performed qc with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
During troubleshooting, the reporter stated there was too much "gunk" on the sample probe.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and alp2 alkaline phosphatase acc. To ifcc gen.2 or alb2 albumin gen.2 results from three patient samples tested on the cobas 8000 cobas c 502 module. The initial results were not reported outside of the laboratory. The reporter noted the difference in the results and they reportedly had problems with low values in the past, which prompted the rerun of the patient samples. The patient samples were rerun on their other c 502. Patient ID (B)(6) the initial glucose result from the analyzer was 17 mg/dl. The repeat result from the other analyzer was 93 mg/dl. Patient ID (B)(6) the initial glucose result from the analyzer was 49 mg/dl. The repeat result from the other analyzer was 112 mg/dl. It was asked, but it is unknown which test and unit of measure these results correspond to: patient ID (B)(6) the initial alp or albumin result from the analyzer was 11 u/l or g/dl. The repeat result from the other analyzer was 99 u/l or g/dl. The repeat results were deemed correct.  The glucose reagent lot number is 661054. The expiration date was requested but not provided. The alp lot number is 664840. The expiration date was requested but not provided. The albumin reagent lot number is 657589. The expiration date was requested but not provided.